Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges were bent and were unable to slide onto the pump. The contact stated that the customer's blood glucose (bg) level was not necessarily impacted by this event as the customer had been off of the pump and bg had been running high using manual injections.